Event description:
It was reported via repair work order that the side rail would not latch due to the outer spring in the left side rail central locking column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.